Event description:
It was reported that when using the bd pyxis¿ es server transfer details for one patient were not processed, and the patient conversion was not updated on the server. The customer mentioned that the interface message appeared correct, but the update was not reflected at the station. The customer stated that they were unable to dispense the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the transfer for one patient had not processed. A technical support specialist (tss) dialed into the station and logged into pes. In ssms, tss ran the cast patient query and found no results for the patients visit identifier (ID). The visit ID was admitted to surgery ICU, and all recent orders showed as discontinued. After further investigation, the customer emailed, and tss instructed user to resend the message for the visit ID. After the admit discharge transfer (adt) resend, the patient appeared under the correct unit. The system functioned as intended after the technical support specialist investigated the issue.